Event description:
Enterprise 8000 reported to have battery, electronic and manual tilt mechanism faults. A serious clinical incident occurred where a pt regurgitated following induction of anesthesia and placement of the laryngeal airway. Due to some battery or electronic failure, the bed was unable to be tilted head down to allow effective and rapid drainage via the mouth (which is a standard maneuver for this anesthetic emergency) and as a result the pt aspirated gastric content and required admission to ICU for subsequent aspiration pneumonia.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration (B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo limited med ab (registration (B)(4)). It was reported that the recovery of the pt was eventually good. Additional info will be provided following the conclusion of the manufacturer's investigation.